Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the distal rca, one endeavor sprint rx drug-eluting stent implanted to the mid lad and one endeavor sprint rx drug-eluting stent implanted to the proximal lad. The following day, the patient suffered a myocardial infarction (mi). The reported mi is unrelated to the target vessel. The investigator indicated that reported mi was unrelated to the study stent. (Ref MFR # 9612164201101017 and 9612164201101018).

Manufacturer narrative:
Angiotensin ii receptor antagonist, lipid lowering drugs. (B)(4). Results: inherent risk of procedure (myocardial infarction).